Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow keypad buttons are intermittently unresponsive when pressed. The pt claimed the display will continue to scroll after buttons are released. The keypad is intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2019 with the following findings: during investigation, there was no damage or peeling observed to the keypad. All of the keypad buttons responded intermittently to button presses. The keypad was removed and contamination was found on all the button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.